Event description:
It was reported that during insertion of the iab, the guide wire could not be removed from the catheter, during two different insertions. Both times, the catheter and guide wire were removed as a unit. A third iab was successfully inserted using a transthoracic approach. The pt expired of causes unrelated to this incident.